Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted a white balance failure with most of their endoscopes. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and communicated a possible illuminator replacement to fix issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The illuminator was having intermittent vision issues due to not being able to white balance. Fse installed new illuminator and power cycled 3 times and all 3 times fse was able to white balance and have clear vision. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm the reported failure. According the track wise customer report image dim. The issue was intermittent and lamp failed to light. Performed visual inspection I found the front ventilation window was dirty and the front plastic cover has scratches. In-house fa: installed the unit into the printed circuit assembly (pca) system and powered up no error. Performed 10x system power cycles tested well. Check the video image normal. However, because this unit was failed intermittent problem it was recommended return to original equipment manufacturer (OEM) recertification this unit for precaution.